Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that during the surgery on (B)(6) 2013 the locking proximal femoral plate was removed which suffered fracture in (B)(6) 2013 in the first hole of the shaft. The locking proximal femoral plate was replacement for originally implanted trochanteric fixation nail implanted on (B)(6) 2012 and withdrawn in (B)(6) 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(6. Unknown date in march 2013. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.